Event description:
Revision surgery - due to the patient dislocating anteriorly while reaching for an object.

Manufacturer narrative:
The reason for this revision surgery was due to a dislocation after 15 days of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). The root cause of the dislocation was reported to be due to the patient reaching for an object. There is no information reported that showed a material, design, or manufacturing problem with the product.